Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-jul-2029, UDI#: (B)(4) g2. Foreign: netherlands medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after initial testing with the lead, the lead needed to be repositioned. It appeared that a spinal tap had occurred. Upon new insertion of the lead and placement, impedance measurements were requested. Impedance on e1 and e2 were suddenly high. Also, the connection test did show problems on those two electrodes. The port of the external neurostimulator (ens) was changed from 0-7 to 8-15 to check it was not a problem with the ens. Here the same problem. The lead was replaced. No strange bends, curves or handling observed with the lead during insertion/placement/extraction and new insertion. The issue has resolved. Additional information was received. Due to expansion of pain area which could not be reached with initial lead, a second lead was placed. This was the normal implant surgery. It was confirmed that the spinal tap was related to implant procedure. Ins model and implant date confirmed. Impedances were confirmed as above 40000 ohms. The lead had not been tunneled prior to it being replaced. The lead will be returned. Information confirmed with the physician. Additional information was received. The device is estimated to be returned near the end of october. It was confirmed that a blood patch as not applied and no other interventions were necessary due to the spinal tap / implantation.

Manufacturer narrative:
H3. Device analysis for lead (B)(6) revealed no anomaly found. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. H6 codes belong to the lead. B17 and c20 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.